Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to it being previously removed. A reimplant surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced atrophy leading to the procedure, however, there were no issues with the device. The patient did not experience any further adverse events and had no further complications after the procedure. No more information available at the moment. Should additional information become available, it will be provided.